Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/2/2020. Device evaluation summary: according to the information reported, the left breast was observed fold, and the patient had fluid since the device was implanted. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction, cutaneous contour deformity. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 650cc mentor memorygel breast implant experienced left sided fold and fluid loss post procedure. As a result, patient underwent removal and replacement with like device on (B)(6) 2020.